Event description:
A malfunction alarm, specifically code malf 9, was reported, but no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the code recurs.